Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the implantable neurostimulator (ins) was on but the patient was not able to turn it off with the patient programmer on (B)(6) 2016. The following day they woke up and it was off. The patient woke up on b)(6) 2016 without stimulation. The patient mentioned having been in the hospital due to a lot of pain in their leg that was unrelated to the implant. The patient also reported that they had cracked bones in their pelvis including fractures to the trochanter and in the pelvis that they had recently found out about. The patient had their hip done twice. The patient confirmed that the events regarding their hip were unrelated to the implant.

Event description:
Follow up information received from healthcare professional (hcp) reported that the patient called the 800 number and was able to resolve the issue without their assistance. The manufacturer¿s representative contacted the patient on (B)(6) 2016. The patient stated that they were no longer having any issues and was to contact the hcp if they needed anything further. The inability to turn the stimulation off issue was reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.